Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H. Investigation summary one 60950e sample was received for investigation of (B)(4), in which the customer has stated: "burette chamber began leaking." No packaging was received with the sample, and the customer was unable to provide a lot number; residual fluid was present in the line. Examination of the sample confirmed the customer's experience as leakage was observed from a crack in the drip chamber barrel. The details of this feedback were forwarded to the manufacturing site; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that there have been other complaints for cracks to this drip chamber component, however this is considered a rare occurrence. In response to previous similar feedback, bd has successfully performed an extensive review of alternative drip chamber materials. Initial testing indicates that alternative materials can further reduce such instances of cracking. In order to implement this change across multiple product codes, full validation and verification testing needs to be completed prior to the release of this new component. Please note while these processes are being completed, the current drip chamber component is being subjected to additional in-process testing, in order to reduce the likelihood of cracking.

Event description:
It was reported while using bd alaris¿ gp series oncology primary set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: burette chamber began leaking while infusion was running, post refilling chamber. Multiple issues similar to this reported on multiple alaris lines. Two previous issues regarding 60950e reported in 2017 and 2022 respectively. Unfortunately, the affected product wrapping was packaged safely before all details were taken hence the unknown batch number and expiry date. Clinical resources is unable to unwrap due to the contamination of this product.